Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the issue was only the grounding pad not the catheter. "Sears" means branding wounds at the tissue which may have been caused by too high of current density while using the pads. The sears were treated with only wound care.

Event description:
It was reported that during an ablation/pulmonary vein ablation procedure a burn occurred. The target lesion was located in the right atrium. A non-bsc ep generator was used. One valley lab grounding pad was selected; however, according to the procedure it was noted that there were "sears" at the skin. The surface of the pad was discolored at the contact site and the edges were very uneven and small bubbles of contact gel formed on the protection paper. The device was removed and the ablation for atrial fibrillation was successfully completed. No further complications occurred and the patient's status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).